Event description:
A malfunction was reported on the pump, but no notable events occurred prior to the malfunction, and the customer declined to answer whether the issue affected their blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reoccurred.